Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD), implanted for approximately 18 months, was emiting beeping tones this morning. Device interrogation revealed numerous fault codes. The patient was scheduled for immediate device replacement.